Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including recurrence of hernia, permanent injury and surgical intervention. The instructions-for-use supplied with the device lists recurrence of hernia as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2008, the patient was implanted with two bard meshes (bard flat mesh) in the course of an inguinal hernia repair surgery. It is alleged that further to the implantation with the product, the patient suffered the development of hernia recurrence and chronic pain. It is also alleged that the patient underwent corrective revision surgeries on (B)(6) 2008 and on (B)(6) 2010. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.